Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd ultra-fine¿ nano¿ pen needles 4mm (5/32¿) 32g experienced an inability to deliver insulin during injection. The customer stated, ¿consumer reported pen needle not working during priming or during injection. Stated that the pen does not depress completely. Does not re-use, problem occurred about 7 months ago with different boxes, only has one lot #. Lot # 8247892, product # 320122, exp 08-31-2023. Samples discarded, sending product voucher.¿

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformance's were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications.

Event description:
It was reported that the bd ultra-fine¿ nano¿ pen needles 4mm (5/32¿) 32g experienced an inability to deliver insulin during injection. The customer stated, ¿consumer reported pen needle not working during priming or during injection. Stated that the pen does not depress completely. Does not re-use, problem occurred about 7 months ago with different boxes, only has one lot #. Lot # 8247892, product # 320122, exp 08-31-2023. Samples discarded, sending product voucher.¿